Manufacturer narrative:
Attempts to contact the patient for additional information were made; however, there was no response from the patient. No information available regarding the product that was involved. Multiple attempts to obtain additional information for an investigation were unsuccessful. Unable to determine root cause or conduct trending analysis. No new risks identified, the current risk is identified with a low rate of occurrence for the reported complaint categories. No correction or corrective action required. Unable to determine root cause. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. If additional information would be available for investigation in the future, a supplemental report would be made. At this time, the reported issue will be tracked and trended.

Event description:
It was reported that the lap band had caused issues for patient's stomach and intestines. The patient received the band in 2013. Per the report, the patient did not feel good for a couple of years before seeing the physician, who found the band had eroded into patient's stomach. The gastric band also affected the patient's intestines. The patient received 3 surgeries so far and pending another surgery. It was also noted that the manufacturer of the gastric band was allergan.